Event description:
Literature: hashimoto t, goto t, hongo k. Neuronal responses to high-frequency stimulation in human subthalamic nucleus. Mov disord. Sept 15 2009;24(12):1860-1862. Summary: this study investigated the effects on a (B)(6) male patient with a five year history of parkinson's disease of high-frequency stimulation on the activity of neurons in subthalamic nucleus deep brain stimulation (stn-dbs). The patient underwent bilateral implantation of electrodes into the stn. Microrecording with a glass-coated elgiloy electrode was performed during left stn bipolar stimulation. Spontaneous neuronal activity was recorded under the following conditions: pre-stimulation, on-stimulation, and post-stimulation, with a period of 25 to 35 seconds for each condition. Event: after initial bilateral implantation of leads and the deep brain stimulator and stimulation adjustments, it became clear that the stimulation intensity could not be sufficiently increased because of the induction of corticobulbar effects on the right side. The dbs electrode location was estimated to be in the lateral portion in the left stn. The patient underwent re-implantation of one lead in the left stn seven months after initial implantation of the system, after which the study was conducted using the third deepest contact as a cathode and the deepest contact as an anode with the formerly implanted dbs lead with 60 microseconds pulse width, 4.0 v, 2 hz, and 136 hz. At these settings the stimulation ameliorated the parkinsons symptoms on the right side, but produced a slight dysarthria by current spread into the internal capsule.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested. (B)(4) - (dysarthria).